Event description:
It was reported the patient died at a nursing home. The relatedness of the death to the device was reported as unknown. The cause of death has been requested and not received.

Event description:
It was reported the patient died at a nursing home. The relatedness of the death to the device was reported as unknown. The cause of death has been requested and not received. Follow up did provide circumstances surrounding death as poor oral intake, some upper respiratory congestion, no verbal response, and right arm flaccid.

Event description:
It was reported the patient died at a nursing home. The relatedness of the death to the device was reported as unknown. The cause of death has been requested and not received. Follow up did provide circumstances surrounding death as poor oral intake, some upper respiratory congestion, no verbal response, and right arm flaccid. Later reported the description of death as "chronic diastolic heart failure, alzheimers disease, chf, pernicious anemia, dm type ll, malignant neoplasm of stomach/large intestine."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.